Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for two days. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009868, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009868 was manufactured according to the work instruction (wi) version 81 and manufactured in the machine multivac 12 on 27/oct/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4k05113 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 25/oct/2024, with a total of (B)(4) units. The lot 4k05238 was manufactured according to the wi version 42 and manufactured in the machine mp04 and mp08 on 26/oct/2024, with a total of (B)(4) units. The lot 4k03299 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 23/oct/2024, with a total of (B)(4) units. The lot 4k03300 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp05 and mp08 on 24/oct/2024, with a total of (B)(4) units. The lot 4j05546 was manufactured according to the wi version 37 and manufactured in the machine mp03 on 03/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.